Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father was reported via phone call that they had low blood glucose value. Customer's blood glucose value was 28mg/dl. Customer treated with food and glucose tablets. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medial service dispatched as a result of low blood glucose value. Insulin pump will not be returned for analysis.